Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No frozen display was noted. The insulin pump was received with normal operating currents and no unexpected low battery alarm or battery out limit alarms were noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump froze with a low battery alarm during a bolus delivery. Then, the device continued to alarm button errors and battery out limit alarms after the battery was changed. The customer had been able to continue using the device by clearing the alarms. The customer's blood glucose was 160 mg/dl. The discontinuation of the device was advised. Nothing further was reported.